Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Investigation of the returned device found the exposed portion of the soft cannula to be torn on both the left and right sides. Fluid was found to leak from the right-side tear in the exposed portion of the soft cannula during fluid path testing. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would contribute to the device failing to deliver insulin. The observed cannula damage is confirmed as the root cause of the reported not sure delivering insulin event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Additionally, blood was seen on the cannula. Investigation of the pod found a tear in the exposed portion of the cannula.